Event description:
During preventive maintenance, a baxter service technician found an over-delivery on this flo-gard infusion pump. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
(B) (4). A baxter service technician evaluated the pump. The reported condition of over-infusion, which was discovered in service during preventive maintenance, was confirmed. Device failed (B) (4) one hour accuracy test on pump 1 at 125 ml/hr. The pump delivered 133.8ml, the expected volume to be delivered was >116.25 to <133.75. The over-infusion was caused by a warped door that allowed higher fluid flow in the tubing when infusing. The pump 1 door assembly was replaced and the pump then passed all functional tests and was returned to the customer.